Event description:
It was reported that during testing, the downstream occlusion seal of the CADD Solis VIP infusion pump failed to maintain its intended integrity. This issue may lead to inaccurate detection of a downstream occlusion. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.